Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0761 showed one other similar product complaints from this lot number. (B)(4).

Event description:
It was reported that the PICC was leaking. The device was clamped and heparin locked until the vascular access team could assess. The next day the catheter was flushed with normal saline and noted leaking from the junction of the catheter and the wings. Blood return was still noted, and no patient injury was reported.